Manufacturer narrative:
Unknown lot number: d.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as e. Coli. The user noted swarming colonies on the isolate plate. No health impact or consequence reported. Report 1 of 3.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli and proteus mirabilis when using phoenix panel nmic/ID-307 (catalog number 449289) batch number unknown. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (proteus mirabilis) was misidentified as e. Coli. The user noted swarming colonies on the isolate plate. No health impact or consequence reported. Report 1 of 3.